Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a planned treatment procedure was performed when the issue happened. The procedure aborted and it completed after two day later. A philips field service engineer (fse) visited onsite and found that the issue with table. As a troubleshooting action fse found no movement available on the table and the actual issue with height potentiometer. To resolve the issue fse installed the height potentiometer. After installing of the height potentiometer, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. If the table cannot be manually positioned, the region of interest can be cantered by moving the stand. Additionally, the table brakes are released when the geometry stop button is pressed, therefore loss of manual table movements is not likely to cause or contribute to death or a serious injury. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device gave an error indicating that x-ray was disabled, and to use at your own risk, which can impact imaging.the device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.